Event description:
A patient called to report the adverse effects she had experienced from breast implants for years. Reporter said she had an early menopause after the first implant at the age of (B)(6) but at the time she did not know it was associated with the implants. Reporter went on saying that shortly after the second implants she had rash on her face so she visited a dermatologist and he treated her for everything from a dermatitis and rosacea. She said the rash migrated to the rest of her body bilaterally. The rash was also on both of her breasts. She saw an oncologist and the minute he opened her shirt and saw the rash he told her that she has a rare form of cancer called target. She had all kinds of blood test and it did not show she had cancer nor any other problem except it showed that she had inflammation in her body. She said over the next year she visited multiple doctors and she got shuffled and was told by some of the doctors "you need to see someone smarter than me". On (B)(6) 2018 she had chemotherapy as a last resort for the rash but it did not work. She said by this time she has developed a mass under the rash, it was like a tumor and also like a knot. She also has inflammation, developed food allergy, no energy, did not want to do anything, horrible anxiety, brain fog, to the point she got lost leaving from work one day and had to contact her husband. She did not have no periods in 9 years. She had the implants explanted and within a week rashes went away, within a month rash completely gone. Within 40 days the knots were gone, no inflammation. Once the implant was removed it was not defective and no mold was found.